Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and the lens ripped. The lens was partially inserted and was removed with no patient injury, no sutures or additional surgery to the patient. The surgeon changed lens. The reporter stated there was not enough viscoelastic used and this caused the lens to tear. Additional information was requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer? No. (Other): lens was not returned. Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (other): based on the complaint history and work order search, a possible root cause of the event has been determined to be due to not enough viscoelastic was used. (B)(4). Other text: lens was not returned.